Event description:
The customer stated that a falsely elevated architect ca 19-9xr result of 77.08 u/ml was generated on (B)(6) 2013 for a patient that tested at <2.0 u/ml on (B)(6) 2013. The elevated sample retested at 4.09 and 5.80 u/ml on (B)(6) 2013. The ca 9-9xr reagent lot used for testing on (B)(6), 2013 was lot 18069m500. No impact to patient management was reported.

Manufacturer narrative:
A complaint trend review identified normal complaint activity for the issue under investigation. Complaint review for reagent lot 18069m500 identified atypical complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 18069m500. The testing met acceptance criteria. Investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).